Manufacturer narrative:
Additional information: section d - unique identifier (UDI) #; expiration date. Section g - date received by manufacturer, type of report. Section h - device manufacture date. Section h - evaluation codes. The evoke scs system remains implanted in the patient. The cause of the reported patient symptoms could not be established. The evoke scs system surgical guide states the following: ¿the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites, and seroma or hematoma at surgery sites and the patient may require surgery(including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported swelling and discomfort at the implantation site of their evoke closed loop stimulator (cls). The physician¿s examination identified a hematoma. A revision procedure was performed to resuture the cls . The patient is reported to be recovering well post-revision procedure.